Manufacturer narrative:
Device received with unresponsive buttons due to broken trace on keypad assembly. Unable to perform displacement test due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive as she was unable to press any buttons. They also stated that the numbers were ramping on their own. The customer¿s blood glucose level was 235 mg/dl at time of incident. Troubleshooting was performed for keypad anomaly. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.